Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk .race: unk. Date of event: unk. (Expiration date): unk. No serial number reported. Explanted: unk. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye on (B)(6) 2019. The lens was explanted due to acute angle closure and increased iop. The reporter stated that the surgeon plans to replace the lens for a smaller size (12.6mm). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.